Manufacturer narrative:
(B)(4). The two complaint mr290v humidification chambers were not returned to fisher & paykel healthcare (fph) in (B)(4) for evaluation as the hospital had discarded them prior to reporting the event. Therefore our investigation is accordingly based on the complaint information provided by the customer, previous similar investigations and our knowledge of the product. Without the complaint devices, we were unable to definitively determine the root cause of the event reported by hospital. Overfilling of water is usually caused by both the primary and secondary float mechanisms in the mr290 humidification chamber being disabled. In circumstances where the primary float is disabled, the water may overfill above the black water level line of the chamber but the secondary float will serve as a backup to prevent the water from overflowing outside the chamber port and entering into the breathing circuit. All mr290 chambers have float function and valve testing performed twice during production. A failure of any test would result in rejection of the chamber before distribution. The hospital reported that the subject devices had been in use for approximately 1-2 days. The user instructions that accompany the mr290 humidification chamber specify in the warning section "do not use the chamber if the water rises above the maximum water level line" along with a diagram directing the user to check the water level on the chamber. A written description of the meaning of the symbols used is also included in the user instructions. It also states the following: "do not spike the water source until the blue caps have been removed. Should the primary float fail, splashing into the circuit may occur if the chamber is being operated in excess of 80l/min."; "set appropriate ventilator alarm."; "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." Device was discarded by customer.

Event description:
A hospital in the (B)(6) reported that two mr290v humidification chambers had overfilled and water allegedly entered the breathing circuit during patient use. No patient consequence was reported.